Event description:
The customer reported to vyaire medical that the vela ventilator giving vent inop (inoperable), xdcr fault (transducer fault), fan failure , post dac or adc (power on self-test digital to analog converter or analog to digital converter) & low clock battery alarm. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined. However the customer troubleshoots the device found unit is vent inop (inoperable), xdcr fault (transducer fault), fan failure , post dac or adc (power on self-test digital to analog converter or analog to digital converter) & low clock battery alarm. Cleaned the expiratory valve body, flow sensor, diaphragm and fixed again but the problem was not solved. Tubing was intact, power supply and internal battery voltages was okay. Unit passed all transducer test. Crosschecked another working main pcb (printed circuit board) and problem solved. Hence main board pcb (printed circuit board) needs to be replaced vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.